Manufacturer narrative:
Surgery service personnel found system intermittent lift function, replaced ps3 and tested. System functional as intended.

Event description:
Customer reports lift column does not always move.